Manufacturer narrative:
A product development evaluation was completed: the device was not returned. The surgeon was contacted and the complained event was discussed and pictures from the case were evaluated. The brain looked normal and was healthy tissue. The pictures were taken of the non-dominate side of the patient¿s frontal lobe. During the first procedure a neuro monitor probe was placed, but no current was run through the monitor on this side of the patient. The surgeon confirmed that the only graft in the patient was synthecel. He tried to remove the synthecel graft from the patient but stopped because he was concerned that he would damage underlying tissues. Per the evaluated pictures, this layer was not removed from the patient; the arachnoid was intact so synthecel was not in direct contact with the brain tissue or blood vessel walls; there was no harm to the patient; the surgeon observed no inflammatory on the brain where synthecel was adhered. The surgeon was able to remove the top layer of synthecel easily from the adhered layer of synthecel along a plane of the material under a microscope and micro-dissection tools. The surgeon was not able to easily dissect the adhered layer of synthecel away from the arachnoid. The synthecel adhered to the arachnoid more than would the dura. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Report is for one (1) unknown synthecel® dura repair. UDI: part number and lot number unknown; UDI unknown. Unknown when implanted. Unknown / unclear if surgeon left all of the synthecel material or explanted without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced adherence of the synthecel to the brain. The surgeon reported that there was no adverse event. This device is not coming back for evaluation. He left the thin layer of adherent synthecel material in place and closed the patient. (It was unclear if he left all of the synthecel material). Surgeon has reportedly utilized approximately 6 times; surgeon uses on epilepsy patients. Surgeon knows they will re-operate on the patient as the surgeon removes the bone flap and the dura and monitors the patients (via neuro monitor) for 10 ¿ 21 days on the first procedure. The second operation is to remove titanium strings and synthecel and places a new synthcel. The third surgery (6 weeks to 4 months after second operation), surgeon will either excise material or implant neuro stimulators. In this case, the surgeon was unable remove the synthecel from the arachnoid because it was adhered (product delaminated). This report is for one (1) unknown synthecel® dura repair. This is report 1 of 1 for (B)(4).